Event description:
It was reported that upon interrogating this device safety mode was seen. The device was thus explanted and expected to be returned. Should the device be returned for analysis this investigation will be updated. No additional adverse patient effects were reported.